Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was concerned because the patient was in rewarm and claimed their temperature has not changed for most of the morning. Patient temperature was 34.3c, target temperature was 35.5c, water temperature was 34.2c, flow rate was 2.7lpm. Mis asked about rewarm tab and realized therapy was set up in normothermia versus hypothermia. Rewarm rate was set to 0.5c per hour. Mis explained at this point the device was basically doing the same thing it would in hypothermia recall. Mis asked if the two yellow lines were trending together and confirmed they were. Patient was 57kg with medium pads in place. Heater water level already set to 42c. If the target and patient lines were not trending together or if got any alerts or alarms could page again. Right now all looks good.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was an outlet water temperature regulation error. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "new patient - normothermia select normothermia if the therapy goal is to maintain a patient temperature at a pre-defined target temperature for an indefinite period of time. Press the normothermia button to display the normothermia therapy screen. New patient - hypothermia select hypothermia to reduce and maintain a patient temperature at a set target temperature for a defined period of time, then slowly re-warm the patient at a controlled re-warming rate. Press the hypothermia button to display the hypothermia therapy screen." Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was concerned because the patient was in rewarm and claimed their temperature has not changed for most of the morning. Patient temperature was 34.3c, target temperature was 35.5c, water temperature was 34.2c, flow rate was (B)(4). Mis asked about rewarm tab and realized therapy was set up in normothermia versus hypothermia. Rewarm rate was set to (B)(4) per hour. Mis explained at this point the device was basically doing the same thing it would in hypothermia recall. Mis asked if the two yellow lines were trending together and confirmed they were. Patient was 57kg with medium pads in place. Heater water level already set to 42c. If the target and patient lines were not trending together or if got any alerts or alarms could page again. Right now all looks good.